Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, (B)(6) 2010, patient underwent a lumbar spinal fusion surgery at l4-s1 in which hardware along with rhbmp-2/acs was implanted in the patient. Post-operatively, patient began to suffer from extreme, stabbing pains in his low back, including burning sensations and increased sensitivity. Reportedly, patient also lost flexibility as a result of this surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.